Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. Evaluation could not verify or duplicate the alleged keypad complaint. No damage to the keypad was observed and all keypad buttons were responsive when pressed; however, contamination was found under all key contacts. In addition, during the investigation there was visual confirmation of moisture in the pump and behind the display lens. A display lens leak was found when a in-house leak test was performed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that all keypad buttons were unresponsive when pressed. The patient stated when replacing subject pump's battery he saw moisture in battery compartment. After rebooting pump he could not get beyond the verify screen due to keypad buttons not responding to press. The patient confirmed the pump's battery cap would not secure to battery compartment. The patient reported the battery cap was original to the pump and confirmed the yellow o-ring was visible. There was no reported patient impact associated with this complaint.